Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the physician, who reported that the wrong diopter was implanted due to incorrect patient data. The second procedure took place the same day.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported an intraocular lens (iol) that was explanted because the wrong lens was implanted. The 10.5 diopter lens was replaced with a 23.5 diopter lens the same day as the initial implant procedure. The patient experienced corneal edema and has not yet completely recovered as of the 7th postoperative day. Additional information has been requested and received.